Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and stuck button alert. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = missing. Case type = ngp. Customer returned device for an alleged blank display and stuck button alarm found on march 23, 2022. Device was received with a missing reservoir tube o-ring and a missing retainer. Device was also received with a blank display. Unable to verify stuck button alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. Device was cut open to perform visual inspection and found corrosion on the electrical board, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Blank display was confirmed due to corrosion on the electrical board. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring and a missing retainer. The following were noted during visual inspection: a scratched lcd window, a missing display window/cover, a cracked keypad overlay and a pillowing keypad overlay. A missing reservoir tube o-ring and a missing retainer were confirmed. Unable to download history files and traces using thus were confirmed. Unable to verify stuck button alarm and perform the required testing due to blank display. Blank display was confirmed due to corrosion on the electrical board. During visual inspection, corrosion was found on the force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring =black. Customer returned pump for an alleged blank display and the keypad unresponsive/button error alarm found on mar 23, 2022. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform a visual inspection and found moisture damage on the electrical board 1 / electrical board 2 / force sensor / motor . Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: detached retainer missing o-ring (reservoir tube) missing display window/cover scratched lcd window cracked keypad overlay pillowing keypad overlay blank display due to moisture damage on the electrical board 1 / electrical board 2 / harness assembly / corroded battery tub. Keypad unresponsive/button error alarm not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.